Manufacturer narrative:
Result: guidewing.

Event description:
It was reported by service report that the customer alleges the guidewing section has blood under it due to force on the footend caused the guidewing to lift partially allowing contamination.